Event description:
A malfunction alarm, identified as alarm 20, was reported by the customer during pumping. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Customer service assisted the caller in properly loading a new cartridge, and the customer successfully resumed insulin therapy.